Manufacturer narrative:
Continuation of concomitant medical products: product ID: 3889-28, lot# va1vx2r, implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and patient stated that they will probably see their urologist after holidays. No further complications were noted or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1vx2r, implanted: (B)(6) 2019, product type: lead. Product ID: 3889-28, serial/lot #: (B)(4), ubd: 30-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient said they've been doing fecal therapy at a clinician. They noted they were showing some improvement in muscle and nerve endings, but has been feeling a wire near the stimulator. They added that their stool was no longer all together since they started feeling the wire; they asked if the lead can move. As a result of what was reported, the patient was redirected to the healthcare provider (hcp) to have the "feeling sensation" checked. No further patient complications have been reported as a result of this event.